Event description:
Serious injury involving on person 1. On 7/08/98, pt experienced redness and soreness in left eye. Dr diagnosed corneal ulcer and treated with polysporin and cellufresh as needed lens model/water content: cib asoft standard 38%: lot number: unk; eye involved: left; refraction: 8.3 13.8-05.25; duration of use (in months) wearing modality: 12; number days lens worn: unk; last visit to dr prior to symptoms: unk; type of lens care system used; chemical: name of disinfection system used; optifree; was homemade saline used; no; days lens worn between cleaning and disinfecting; 1;days lens worn between cleaning and symptoms: 1; days between symptoms and calling dr; 14; self-treatment by pt; unk; hand washing before lens manipulation: unk; ulcer location: peripheral; visual acuity before symptoms: unk; visual acuity after symptoms: unk; results of culture: none taken: results of corneal biopsy and/or scrapings:unk; clincial diagnoisis: corneal ulcer: treatment administered: 1 cm ribbon of polysporin followed by cellufrest as needed; prognosis: clear within 2 weeks;